Manufacturer narrative:
Evaluation: this is a supplemental report filing due to the original device being returned for evaluation. The reported ultraclean blade was received by conmed corporation for evaluation and evaluated by a packaging engineer. When visually inspected, the seal transfer was larger than ¼". This is due to creep caused by the device after the sealing process was completed. Dye leak testing verified the reported breach of sterility due to a channel in the seal. (B)(4). A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
Not returned from distributor.

Event description:
As reported by the distributor in (B)(4), one (1) 139104ext ultraclean electrode 1" blade with extended insulation was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. As of this filing, the device has not been returned to conmed. Once received, the evaluation will be completed and a supplemental and final will be filed.